Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The device was unpacked, and it was inspected properly, and there were no problems noted. During insertion, as the device was inserted through the scope, it was noticed that the tip of the rx needle knife xl was broken. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.